Event description:
The device could not be interrogated. The clinician tried a system reset and got the same error message. The eri byte indicated that the device was not at eri. A software download was started at which time the patient missed four beats, paced three beats, then missed four more beats. Emergency vvi was pressed and the patient was admitted for device replacement.